Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the bone holding forceps broke during surgery. The tip was missing. It was not be found inside the patient's body."

Event description:
As reported: "the tip of the bone holding forceps broke during surgery. The tip was missing. It was not found inside the patient's body.".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken. The device inspection revealed the following: the device was returned with one of its tips broken. The broken tip was not returned. The breakage area displays a smooth and regular surface, without any plastic deformation, which indicates towards a brittle fracture, most likely caused by high bending and torsional overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by high bending and torsional overload during use. It is worth noting the device was manufactured in 2018, approximately 7 years ago. Therefore, it cannot be excluded normal wear and tear may have played a role in the reported event. In this relation and as a reminder, the stryker instructions for cleaning, sterilization, inspection and maintenance provides information to identify when the device should no longer be reused or is still within specification. If more information is provided, the case will be reassessed.